Event description:
It was reported that leakage occurred during use with a prn adapter. The following information was provided by the initial reporter: "at 9:00 am on (B)(6) 2020, when the nurse placed the intravenous indwelling needle on the patient for infusion, she received a one-time heparin cap and found that the heparin cap was leaking. She immediately replaced the heparin cap with a new one, which had no effect on the patient."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077539. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a prn adapter. The following information was provided by the initial reporter, "at 9:00 am on (B)(6) 2020, when the nurse placed the intravenous indwelling needle on the patient for infusion, she received a one-time heparin cap and found that the heparin cap was leaking. She immediately replaced the heparin cap with a new one, which had no effect on the patient."